Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the wound has healed.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32948. It was reported the patient has a small opening near the lead site. Physician believes the lead may have been causing pressure and created the wound. The physician cleaned the area and closed the wound with a suture. Patient was treated with antibiotics. Note: it is unknown which lead had the opening, as such both leads are being reported.